Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited loss of capture associated with an abnormally high rv pacing threshold and decreased sensing. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition throughout the procedure.